Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: needles are not working properly and experiencing blockage.

Manufacturer narrative:
Four hundred seventy seven samples received by our quality team for investigation. Eighty needles were randomly evaluated, upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Seventy eight samples expelled the solution with normal flow, two samples were clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A CAPA has been opened for this issue.